Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 9 syringes of juvéderm¿ voluma¿ with lidocaine and 4 syringes of juvéderm® volift¿ with lidocaine in the cheek, tear trough, and lip area. About 6 months later, patient developed ¿granulomas.¿ no lab work was done to confirm the granulomas. Hcp additionally reported edema and redness. Patient was treated with multiple rounds of prednisone. Hcp reported ¿symptoms settle with prednisone¿ and ¿seem to be occurring at times product is dissolving.¿ symptoms have not resolved. This is the same event and the same patient reported under MDR ID 3005113652-2019-00860 (allergan (B)(4)). This MDR is being submitted for juvéderm® voluma® with lidocaine.